Event description:
Two balloons would not inflate and developed pin-hole leaks during an iliac angioplasty procedure and two balloons developed pinhole leaks during testing. A fifth balloon catheter was used to successfully completed the procedure without pt complications. The devices were destroyed by the user facility. Therefore, no failure anlaysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating devices, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.